Event description:
A consumer reported that they used fixodent for the first time and experienced hives, a drop in blood pressure and became incoherent and almost passed out. They were transported to the emergency room. Information revealed the consumer experience fibrillation, palpitations and called 911 and was then transported to the emergency room where they received unspecified intervention to prevent permanent impairment/damage. A consumer reported that they used fixodent control unknown 1 applic in the afternoon, 1 only for 1 day in 2004 and had a very bad reaction. They reported that the fixodent made them sick. They had hives all over their body, their blood pressure dropped, they bcamse incoherent and they almost passed out. The consumer was transported to the emergency room. The case outcome was unknown. Past medical history included: allergy - none reported, medical history - unknown. The consumer mentioned that they were very healthy and ran three miles that day. No further information was provided. A complainant reported that they had never used a product on their dentures. During a visit for a routine check-up, their dentist provided a tube of fixodent control denture adhesive cream at no charge. The complainant applied the product to their dentures in 2004 and awoke with a feeling that their heart was racing and they had hives on their arms. They reported that they experienced an allergic reaction, a change in heart rate, pulse; they had palpitations, fibrillation. They called 911 and was taken to the emergency room where they received unspecified intervention to prevent permanent impairment/damage. The complainant was released from the emergency room four or five hours later. They reported that they had discontinued use of the product and the symptoms resolved. Past medical hsitory included: medical history - vegetarian, medical history - cows milk free diet. They mentioned that prior to applying fixodent, they consumed oatmeal and herbal tea for breakfast, bean soup and a salad with wasabe paste, seal salt, and olive oil for lunch. No further information was provided. The consumer reported that the emergency room personnel had said that they "cannot even palpe this" when they arrived with symptoms. They reported that they knew they were bad and that they were loosing consciousness. The consumer reported that they would never apply anything to their dentures again. No further information was provided.